Event description:
It was reported at 15:00 on (B)(6) 2022, the medical oncology nurse followed the doctor's instructions to insert chemotherapy into the patient's central venous catheter. During the process, it was found that there were several black rust-like unknown objects in the sterile package of the auxiliary equipment. The new catheter was replaced to complete the treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1561 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recw1561) have been reported from the same facility in (B)(6).